Event description:
6 wk checkup - locking ring disassociated from bimodular component. After review with MFR, it was elected to proceed with revision of this component. The prosthesis itself was stable in humerus shaft.